Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative analyzed the registration picture and found it showed poor patient registration. Cover cheeks and not wide enough coverage over the sides of foreheads. Also not enough variation to cover the vertical area of foreheads. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. Registration of the patient had no issue. Later the surgery proceeded, surgeon noted the inaccuracy worsened. No specific measurement, or direction, of the alleged inaccuracy was provided. In trouble-shooting, the patient was re-registered, accuracy improved, however issue was not resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the surgeon, made recommendations regarding tracer registration and discussed the need to be aware of potential tracker movement and/or potential metal interference. The instructions for use (IFU) that accompanies the device provides guidance and recommendations for proper tracer registration. The IFU also provides caution regarding metal interference: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field." As well as a warning regarding tracker movement: "warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating."